Event description:
It was reported that signal loss over one hour occurred for the g7 receiver. However, data for the g7 ios smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g7 receiver. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional test results was performed and passed. Data for the g7 ios smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.